Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device had high temperature. The assignable root cause was determined to be most likely due to organic debris, medical matter, and corrosion which was clearly observed and was a typical result of insufficient cleaning after clinical procedures. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-surgery, it was discovered that the knob was not rotating on the attachment device and the sleeve device was stuck inside the attachment device when used together. The reporter indicated that there was no alleged malfunction reported on the sleeve device. During in-house engineering evaluation, it was observed that the attachment device had high temperature. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.